Manufacturer narrative:
The device is included in the ellipse rf telemetry advisory notice initiated by abbott on 22 january 2020.

Event description:
Information received notes that during remote follow-up, radiofrequency (rf) telemetry was unable to be established with the implanted device. A firmware upgrade was recommended to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a wireless transmission was unsuccessfully performed on the implantable cardiover defibrillator. Connection was established with direct alert check via remote monitoring. The patient was fine.